Manufacturer narrative:
No product or data logs were returned for investigation. The root cause of the stroke/ischemia/arrhythmia was unable to be determined due to insufficient clinical details. The cause of the asystole cannot be determined as insufficient clinical details were provided. The cause of the pump suction cannot be determined due to no product or data logs available the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced asystole, suction alarms, and mottled extremities. Tomography showed a small stroke with no neuro response. Later, the patient was successfully weaned from the impella and survived.